Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed in a u9000 filter during set up. There was no patient involvement. No additional information was available.